Manufacturer narrative:
(B)(4). The following sections could not be completed because the part/lot information could be: d4 - catalog number - 95-6106. D4 - lot number - 069270. D4 - catalog number - 95-6106. D4 - lot number - 104100. D4 - catalog number - 95-6106. D4 - lot number - 136870. D4 - catalog number - 95-6106. D4 - lot number - 180920. D4 - catalog number - 95-6106. D4 - lot number - 259865. D4 - catalog number - 95-6106. D4 - lot number - 286740. D4 - catalog number - 95-6106. D4 - lot number - 299410. D4 - catalog number - 95-6106. D4 - lot number - 325070. D4 - catalog number - 95-6106. D4 - lot number - 346380. D4 - catalog number - 95-6106. D4 - lot number - 361320. D4 - catalog number - 95-6106. D4 - lot number - 372540. D4 - catalog number - 95-6106. D4 - lot number - 389350. D4 - catalog number - 95-6106. D4 - lot number - 728330. D4 - catalog number - 95-6106. D4 - lot number - 823860. D4 - catalog number - 95-6106. D4 - lot number - 851100. D4 - catalog number - 95-6106. D4 - lot number - 852170. D4 - catalog number - 95-6106. D4 - lot number - 874620. D4 - catalog number - 95-6106. D4 - lot number - 926990. D4 - catalog number - 95-6106. D4 - lot number - j6640277. D4 - catalog number - 95-6106. D4 - lot number - j67048529. D4 - catalog number - 95-6106. D4 - lot number - j6706527. D4 - catalog number - 95-6106. D4 - lot number - j7820138. D4 - catalog number - 95-6106. D4 - lot number - j7820140. G2: foreign - event occurred in spain. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the during initial implantation, two screws fractured while the surgeon was adjusting them to the patient. The procedure was slightly delayed, but the surgeon was able to complete the procedure successfully by implanting another screw. There was no reported patient harm or injury. Due diligence is in progress for this complaint; to date no additional information or product has been received.